Event description:
It was reported the patient was unable to adjust stimulation and stated they were trying to adjust stimulation under group a and they were able to adjust program 2 but wasn¿t able to switch over to program 3 under group a. It was noted after five minutes of trying they were finally able to adjust it and they stated they were very stressed when they couldn¿t connect. It was later stated the patient¿s program 3a was not connecting and they couldn¿t get it to work. It was also reported the patient used adhesive discs to charge but the patient¿s device kept turning off and they thought maybe one of their leads were loose. It was stated the patient was not sure if their lead was connected and that was the reason for it not working. It was noted this occurred after the patient¿s dog ¿knocked her over flat.¿ the patient stated the fall was hard, she hit metal patio furniture and she was bruised and could have ¿shaking something up.¿ it was reported the patient was unable to connect and get their program 3 to work. It was stated the patient¿s program 3 was not connecting and ¿kinda have a short and flickers¿ like when turning on a lamp and ¿it flickers on/off and then goes on.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).